Event description:
The customer reported that she was experiencing unexplained high blood glucose of up to 500 mg/dl; at the time of the report her blood glucose was 428 mg/dl, which she treated with manual injection. The customer stated that the symptom she experienced was nervousness. Troubleshooting was performed. The customer stated that the drive support cap appeared normal. An air bubble of about one quarter inch in size was noted. During a manual prime, insulin did exit the tubing and no leaks were found. Settings and history were reviewed and were correct. Upon removal from the insertion site, a bent cannula was reported. The set was changed out. The air bubbles would not come out. The customer's blood glucose was not greatly diminishing, subsequent to two manual injections. The customer stated she was going to perform another manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).